Manufacturer narrative:
(B)(4). PMA/510(k) # - k124030. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported during a left ureteroscopy and laser lithotripsy stone extraction using the cook® single-use holmium laser fiber and a luminous laser machine, the tip of the laser fiber broke off in the patient. They removed the broken tip with an encircle stone extractor. The procedure was successfully completed with another fiber. No unintended part of the device remained inside the patient¿s body. There were no additional procedures required as a result of this occurrence. There were no adverse effects to the patient caused by this event.

Event description:
It was reported during a left ureteroscopy and laser lithotripsy stone extraction using the cook® single-use holmium laser fiber and a luminous laser machine, the tip of the laser fiber broke off in the patient. They removed the broken tip with an encircle stone extractor. The procedure was successfully completed with another fiber. No unintended part of the device remained inside the patient¿s body. There were no additional procedures required as a result of this occurrence. There were no adverse effects to the patient caused by this event.

Manufacturer narrative:
Investigation ¿ evaluation. The cook® single-use holmium laser fiber was not returned for evaluation. A photograph was provided by the customer. Without the complaint device, a physical investigation was not able to be completed. A review of the provided image, complaint history, device history record, instructions for use, manufacturing instructions, and quality control data was conducted. The customer provided photo shows the separated tip of the fiber. A review of the device history record found no non-conformances related to the reported failure. A review of complaint history revealed this is the only complaint associated with lot number 8536750. This device is shipped with instructions for use (IFU) that includes the following handling and use instructions: precautions: never subject fiberoptics to sharp bends in handling, use, or storage. Discard any fiberoptic assembly that is cracked or broken, or does not meet minimum transmission standards. Instructions for use: step 8. Pull the coiled tubing into the sterile field and allow the fiber to slide out of the tubing. Note: keep output of tubing in line with fiber to minimize drag as the fiber is exiting the coil. How supplied: store in a dark, dry, cool place. Avoid extended exposure to light. Upon removal from package, inspect the product to ensure no damage has occurred. The fiber was not returned. A review of relevant manufacturing documents was conducted. The device is inspected visually and functionally for cracks and fractures by manufacturing and quality control and no notable gaps in production or processing controls were noted. The cause of the broken tip is likely related to excessive force on the tip of the fiber. Per the quality engineering risk assessment, no further action is required. Monitoring will continue to be performed for similar complaints. The appropriate personnel have been notified of this event. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.